Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 8 previously reported events are included in this follow-up record. Product return status 2 devices were received. 6 devices were not available for evaluation. Event confirmation status 2 reported events were confirmed. Evaluation results 2 devices were found to be affected by a lid broken off.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device fractured. 8 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device fractured. 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 9 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2019-03798. - 8 previously reported events are included in this follow-up record. Product return status 8 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 9 device investigation types have not yet been determined. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device fractured. 9 events had patient involvement; no patient impact.